Manufacturer narrative:
Corrected data: d9. Additional data: h3, h6. The lal was returned for evaluation. Visual inspection found the lens to be cut into two main pieces. Nothing remarkable was noted with the two lens halves. The root cause of the reported issue could not be identified. Manufacturer reference: (B)(4).

Event description:
A site reported to rxsight that a bilaterally implanted patient's light adjustable lens (lal, sn (B)(6), +22.5d) was explanted from the left eye due to blurry vision and a new lal (sn (B)(6), +22.5d) implanted as a replacement.

Manufacturer narrative:
The device history record for the manufacturing lot was reviewed and there were no discrepancies or unusual findings. Manufacturer reference #: (B)(4).